Event description:
It was reported that the customer's device was unable to detect if a patient is connected through the therapy leads. There were no reports of any patient involvement with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed connector and found the cause of the reported failure to be that the socket tab for pin number 1 was broken off inside of the therapy connector.